Event description:
Affiliate reports during a minimally invasive lumbar discectomy and fusion, the closed screw extension came off the screw. Surgeon was unable to reattach the device; a 2cm incision was needed to complete the procedure. Since surgeon had to go to a semi open procedure, a medwatch is being filed. There was no adverse consequence to patient.

Manufacturer narrative:
Upon receipt of the device, an evaluation will be completed. A follow up report will be submitted to report the findings. Review of the device history record have confirmed the device met specifications when released to stock in may of 2009.